Event description:
A customer reported to baxter that a disconnection occurred between the locking titanium adaptor and the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4) a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The connection issue could not be confirmed, because the sample was not returned and a cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.